Event description:
Customer alleged that the charger that is mounted to the wall when they went to use the battery they smelt burning on the right terminal, it was melted which caused the battery to melt.

Manufacturer narrative:
Should more pertinent information become available a supplemental report will be filed